Event description:
The customer complained of erroneous results for 1 patient sample tested for n-terminal pro b-type natriuretic peptide (probnp ii). It is not known if erroneous results were reported outside of the laboratory. The initial probnpii result was 5 pg/ml. The sample was repeated 3 times with results of 2507 pg/ml, 2636 pg/ml, and 2492 pg/ml which was re- aliquoted from the primary tube. It is not known if an adverse event occurred. No adverse event was reported. The probnpii reagent lot was 181118 with an expiration date of 03/30/2016. Calibration and quality controls were acceptable. The customer used a secondary tube measuring 13x75 mm and dispensed a sample volume of 300 ul. Product labeling indicates that the dead volume required for a tube measuring 13x75 mm is 500 ul. The most likely root cause was the use of too little sample volume in the 13x75 mm tube.

Manufacturer narrative:
This event occurred in (B)(6).